Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer reported that they were transferred to another hospital due to high liver enzymes. Customer does not think that the insulin pump is giving the proper basals. Customer reported that the insulin pump alarmed no delivery. Customer's blood glucose ranged from 162 to 600+ mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer was hooked up to and IV insulin dip to treat high blood glucose, and had pump removed. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issues could not be determined. Product is not being returned or replaced.